Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk) the device display a "defib/pacer failure" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.